Event description:
Event description cpi received information that this patient received numerous inappropriate shocks due to a fracture in this transvenous defibrillation lead. The entire system was replaced successfully.